Event description:
It was reported that the device exhibited double beeping when set is attached. There was unknown patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device received for analysis. The customer reported problem was confirmed during functional testing. The cause was due to the front housing and downstream occlusion (dso) sensor. The downstream occlusion sensor was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.